Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of stroke is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification and mild tortuosity. Orbital atherectomy was performed and a 2.5x28 mm xience skypoint stent and a 2.75x28 mm xience skypoint stent were implanted without reported issue. When the patient was in recovery post procedure they experienced a stroke. The patient was transferred to another hospital and no further information is available. No additional information was provided.